Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that b30 (scope communication error) is displayed due to a communication error caused by the evis exera iii colonovideoscope (pcf-h190dl). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source is encountering scope communication error (b30) with any 190 series scope connected to three separate 190 towers. The customer was informed it was likely the b30 error is occurring due to one scope and the b30 error is not being cleared prior to the next scope being connected. The customer will shut off the 190 tower, connect the scope, power on the tower, and see if the b30 occurs. The customer will clean the contacts of the scope with 70% ethyl or isopropyl alcohol with a lint-free cloth and connect the scope while the 190 tower is powered off. If the b30 still occurs, the scope has fluid invasion and will have to be sent in for evaluation. The issue occurred during an unspecified diagnostic procedure. There were no reports of patient harm.